Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated that there have been no other similar events for the lot referenced.

Event description:
Patient had bipolar implanted (B)(6) 2015, fell on (B)(6) 2015 and fractured femur and proximal tibia on the right side. Stem was loose as a result of the fracture so explanted and replaced with restoration modular.